Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: during investigation, the pump¿s display lens was found to be cracked around the top and bottom perimeter of the display. Unrelated to the complaint, when the pump was powered on, the display was found to be dim, fading and discolored. Also unrelated to the complaint, investigation revealed a cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.